Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump's battery life did not meet the expectations of the user. The reporter stated that the pump has lost power during use without giving replace battery alarms. A review of the pump history revealed several low battery warnings and some replace battery alarms, but there was not a replace battery alarm in the history for every instance of power loss. The reporter confirmed there was no damage to the pump casing and any moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.